Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer notified bd that a tubing burette cracked and leaked tpn while infusing to a patient. There was no harm.